Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Product started smoking up/smoke coming out of the gaps of the toothbrush - oral-b [device catching fire]. Case narrative: male consumer via social media stated that the oral-b toothbrush started smoking up. No injury was reported. 12-dec-2023 follow up via social media: the suspect product was oral-b rechargeable toothbrush handle 3758 io series m10. No injury was reported.